Event description:
The customer called to report that she was hospitalized after experiencing low blood glucose levels. The customer stated that her blood glucose was 38 mg/dl when the paramedics arrived, but she was at 151 mg/dl when she was admitted to the hospital. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The customer also had concerns regarding sensor and blood glucose because she stated that the insulin pump never alarmed when her blood glucose levels were low. However, the customer declined further troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.